Manufacturer narrative:
The field service representative (fsr) indicated he found the flow sensor receptacle had the cap and o-rings missing. The fsr replaced the cap and o-rings. The fsr installed the missing oximeter tray and arm. The fsr ran the operation verification procedure and all testing passed. No device will be returning for evaluation.

Manufacturer narrative:
Carefusion file identifier: (B)(4). The customer has been contacted for additional information but has not responded yet. Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported auto cycling and low tidal volumes on the vela ventilator. The customer stated the unit was on a patient during use; the customer stated the patient was removed from the unit and placed on another unit with no patient harm.

Manufacturer narrative:
Device evaluation was not marked in the initial supplemental. The device was evaluated by a field service representative from the manufacturer.